Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received inappropriate shocks due to a possible lead fracture. Lead oversensing and noise were also reported. The patient alert tones triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.